Event description:
It was reported that the patient received inappropriately shocked while working near a well station. The patient was locking up a metal gate in the rain with no gloves. It was also reported that the right ventricular (rv) lead noted oversensing of short interval counts (sic). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2004; 407452 lead, implanted (B)(6) 2004; 429688 lead, implanted (B)(6) 2013. (B)(4).